Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following multiple falls patient experienced ineffective therapy, patients leads migrated. Patient also experienced discomfort at the ipg site and the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced, patients ipg was explanted, replaced, and repositioned to address the issue.